Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to the device not working as intended. The aus was replaced. There were no additional patient complications reported.